Manufacturer narrative:
Patient identification was requested, but not provided. Device serial number was not provided. Therefore, the catalog number, expiration date, device unique identifier (UDI), age of device, and manufacturer date were not available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that review of the submitted system controller log files revealed a no external power event on (B)(6) 2018 at 22:30 that appeared to be due to the mobile power unit (mpu) ac power cord coming loose. There was no interruption in pump support during the event.

Manufacturer narrative:
Device evaluation: evaluation of the submitted log files confirmed no external power alarms while the lvad was supported by the mobile power unit (mpu); however, a specific cause for this finding and a direct correlation to the patient¿s mpu could not be conclusively established. The submitted log file contained data from 26apr2018 at 07:24:32 through 14may2018 at 13:39:15. On (B)(6) at 22:30:23, the rsoc dropped from the expected approximate 12v down to approximately 6.0v then to approximately 3.2v in approximately 2 seconds activating the no external power alarm. This event appeared to be caused by a loss of ac power while the system controller was connected to the mpu. The system operated on the system controller backup battery during this time. The pump speed remained above the low speed limit for the duration of the file, including the no external power events. No additional atypical alarms were captured. Multiple requests for additional information were sent to the account (including requests for the device serial number); however, no further details were provided. The mobile power unit was not returned for analysis and remained in use. The hmii patient handbook addresses all alarm conditions including no external power alarms and cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.